Event description:
Difficulty encountered when passing the neotrend-l sensor through the umbilical vessel catheter hub. When the sensor was part way into the umbilical vessel catheter, blood started backing up into the sensor. No report of harm or injury to the pt has been received.